Event description:
While performing a robotic hysterectomy, the intuitive surgical, davinci, endowrist one, vessel sealer malfunctioned. It was initially indicated as a recoverable fault with the message reading, "remove instrument, blade may be exposed." The tech then reinserted the instrument and the message was, "instrument could not recalibrate." A new vessel sealer was opened to finished the procedure.